Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15329. The pt has 2 model 3163 pns (off-label) leads implanted. The pt reported experiencing auto-reducing. The sjm representative met with the pt and reprogramming was able to provide effective coverage. However, the pt began to experience auto-reducing again. X-rays did not reveal any anomalies. Diagnostic testing indicated invalid impedance readings with the pt's model 3244 lead. Surgical intervention was undertaken on (B)(6) 2014 and the pt's leads were explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.